Event description:
It was reported that the user experienced hypoglycemia after an accidental double meal announcement while using the ilet bionic pancreas, with a reported glucose of 47 mg/dl and subsequent guidance to consume carbohydrates. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and continued monitoring at home without hospitalization. Investigation included user interview and troubleshooting with education on correcting an accidental meal announcement. Investigation of this case revealed user error related to duplicate carbohydrate entry leading to excess insulin delivery. It was concluded that the event resulted from user interaction and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.